Event description:
It was reported that during a lap chole procedure, the clip fired sideways. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/11/2008. Eval summary: the analysis results confirmed that the el5ml device was received in good condition. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. During the firing sequences on clip was ejected; however, none of the remaining clips was sideways fired. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.